Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer sent external paddles with the dfm100 to the philips repair bench (without any issue on the paddles), and the paddles had been returned by philips to the customer with a crack on the paddles. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
This report is based on information provided by a philips remote service engineer and a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device was returned from bench with a power issue ((B)(4)/MFR report number 3030677-2023-00976) and one of the external paddles cracked. The event was outside of use and there was no reported patient nor user harm. Available details from remote service, the customer indicated that the device was returned from the bench with one of the external paddles cracked. The event was confirmed via remote service. Replacement external paddles were sent to the customer. The device was evaluated onsite regarding the initial reported issues of the power issue and one of the external paddles cracked. The only issue the field service engineer noted was the power issue ((B)(4)/MFR report number 3030677-2023-00976). The event of external paddles cracked was unconfirmed by the fse. No other issues noted by the onsite evaluation. The device was confirmed to be returned to full functionality and returned to service. The device remains at the customer site and is not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem as the field service engineer did not confirm the issue. The reported problem not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified regarding the external paddles. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device was returned from bench with a power issue ((B)(4)/MFR report number 3030677-2023-00976) and one of the external paddles cracked. The event was outside of use and there was no reported patient nor user harm. Available details from remote service, the customer indicated that the device was returned from the bench with one of the external paddles cracked. The event was confirmed via remote service. Replacement external paddles were sent to the customer. The device was evaluated onsite regarding the initial reported issues of the power issue and one of the external paddles cracked. The only issue the field service engineer noted was the power issue ((B)(4)/MFR report number 3030677-2023-00976). The event of external paddles cracked was unconfirmed by the fse. No other issues noted by the onsite evaluation. The device was confirmed to be returned to full functionality and returned to service. The device remains at the customer site and is not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem as the field service engineer did not confirm the issue. The reported problem not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified regarding the external paddles. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.